Event description:
It was reported that during a ptca procedure, while addressing a guide wire movement issue within the balloon catheter, the guiding catheter advanced into the circumflex causing a dissection. The pt then experienced a cardiac arrest. The products were removed successfully and the pt became stable. The dissection was stented and pt is doing well as of the date of this report.